Event description:
It was reported that while performing a laparoscopic supracervical hysterectomy, a solid tone was heard during the procedure and the system was put into standby. The dr tried retorquing the handpiece, activated in sterile water and tested and could not come out of standby. They activated for 15 seconds 3 times in test mode and would not come out of test mode. The case was completed using a bipolar device.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and a solid tone was received. The identified blade damage may have occurred from external contact during pre-op of general use. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or orther instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch history records were reviewed with no anomalies noted during the manufacturing process.